Event description:
Initial reporter indicated that their dell handheld computer screen would get " hung up on the interrogate device screen." A hard reset was performed and the event did not resolve. The dell handheld contained 7.1 programming software. Cyberonics is making good faith attempts to expedite product return for analysis.